Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 31-oct-2023, a system log review cannot be performed because the system logs are not available. .

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1.1 cm in size and located in the left apex, 1.5 cm away from the pleura. The diagnosis was focal fibroelastotic scarring. The physician believed the pneumothorax was caused by the use of a 19 gauge needle, the peripheral location of the nodule, and dense scar tissue. In addition, the physician thought that the pneumothorax could have potentially occurred via another biopsy modality. The procedure was completed and the patient experienced shortness of breath. A pneumothorax was identified via chest x-ray post procedure. The initial size of the pneumothorax was 3 cm and did not increase over time because a 14 french chest tube was placed. The pneumothorax would not resolve, so the patient received endobronchial valves. At the time of this report, the patient remained hospitalized. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.